Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion at the air/water cylinder, suction cylinder and air/water nozzle. There were foreign objects in the air/water channel and instrument channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion at the air/water cylinder, suction cylinder and air/water nozzle. There was foreign objects in the air/water channel and instrument channel. A root cause could not be identified for the corrosion at suction cylinder. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. A root cause for the corroded nozzle could not be identified. Based on the results of the investigation, the most likely cause was also not established. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.